Event description:
Clinical trial. Same case as MFR #6000093-2007-02222. It was reported that after a clinical trial coronary artery drug eluting stenting procedure, the patient expired. The patient was admitted due to recurrent chest pain with symptoms of angina 2 days prior to the index. The patient has an abnormal stress test and cardiac catheterization was recommended. The index procedure treated a lesion in the prox left anterior descending (lad). The lesion was 3.5 mm wide, 24 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.5 x 28 mm taxus express2 stent. There was residual stenosis at the distal edge of the stent and this was treated with a 3.5 x 8 mm taxus express2 stent. Following post dilatation, residual stenosis was 5%. The patient was discharged 2 days later on aspirin and plavix. During the follow-up, the site learned via the social security death index that the patient had died 405 days post index. Cause of death is unknown. There was no autopsy performed and no additional information is expected. In the opinion of the physician, there is an unknown device relationship. In november 2007, the clinical events committee determined an unknown device relationship.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.